Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hmuq, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's interstim device was not working as well as she thought it should. This had been going on for several weeks. The urine was not emptying completely out of her bladder. The patient kept getting utis (urinary tract infections). The patient was taking medication "right now" for a uti. The patient had to catheterize last night and she got 150ccs. At the start of the call, the patient was on program 3 at 1.10v. The patient noted: "right now" she was feeling stim more to the front and she said she wanted to feel stim more in the back. When the patient feels stim more in the back she gets better results. The patient wanted to try a different program. Patient services walked the patient through changing programs. The patient switched to program 4. Af first, the patient wasn't able to increase stim because stim was off. After turning stim on the patient was able to increase stim. The patient still felt stim in the "front". The patient switched to program 1 and increased stim to 2.0v. The patient was feeling stim more in the "back". Stim was comfortable and she was going to leave it there. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.